Manufacturer narrative:
The failure investigation has been completed and the alleged data log issue was verified. Based on the analysis, the alleged elevated blood glucose issue and cartridge issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the customer had an unspecified cartridge issue. Customer' blood glucose (bg) level was 535 mg/dl; cause was unknown. A correction bolus via the pump was delivered to address bg. Customer reverted to an alternate method of insulin therapy.